Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had critical error alarm. The customer stated that insulin pump had pump error before open book image on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental triggered due to duplicate case reported under case-(B)(4).

Manufacturer narrative:
The supplemental triggered that case was reported on correct product mmt # under case-(B)(4).